Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the inner rubber of a fms tornado micro handpiece with buttons was stuck in suction port. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: missing - tissue seal kit. The device was modified to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure, the inner rubber of a fms tornado micro handpiece with buttons was stuck in suction port. The complaint device is not being returned, therefore unavailable for a physical evaluation, however the customer provided three photos of the device in which the inner rubber seal was found damaged and pulled out of the hand piece. A manufacturing record evaluation was performed for the finished device 1450m5264r number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause for the damaged part can be attributed to procedural variables, such handling of the device or product interaction during procedure, the blade that was used was misaligned when inserted, therefore, the rubber seal was damaged and pulled out while removing the blade, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on an unknown date, it was observed that the inner rubber on the micro tornado hp w handcontrol device was stuck in its suction port. According to the report, the plastic o ring was found in the microtornado shaver. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.